Event description:
The customer reported to customer service that when his wife unplugged the transformer for her breast pump, the plastic "outer shell" fell off, but the screws are still intact. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, he indicated that his wife did not witness any smoke, fire, sparking or melting, but did smell a burning odor. He indicated that the first time the transformer was used, the housing split along the seam, exposing underlying wires/electronics. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.